Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose reading of 66 mg/dl and believed the system failed to provide a low alert when glucose was 74 mg/dl, raising concern about a potential alarm malfunction; the user lacked a mobile device to sync data, and ems later measured a fingerstick glucose of 85 mg/dl. Symptoms included hypoglycemia. Outcomes included no hospitalization and self-management with oral glucose. Investigation included customer support review of alarm history and a clinical support follow-up to assess device function. Investigation of this case revealed that the pump was operating as intended and issuing low-glucose alerts, including at 66 mg/dl, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.